Manufacturer narrative:
On 18-jul-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31549001l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardial puncture. Pericardial effusion / tamponade was noted. A pericardial puncture was done to drain blood. Protamine was administered. The procedure was successfully completed. The patient improved and was reported that the "drainage" would be removed. The patient required extended hospitalization to drain blood and for monitoring. The physician's opinion on the cause of the adverse event is unclear but the physician stated maybe it was difficult catheter manipulation close to the valve. Procedural act (activated clotting time) was approximately 300. All rf (radiofrequency) ablations, 8 total performed. No ablation in the left atrium, procedure was pvc (premature ventricular contraction) from lvot (left ventricular outflow tract).